Manufacturer narrative:
Additional information: h10: the device was received for evaluation. During functional testing, a constant downstream occlusion alarm was not reproduced. A review of the event history log revealed multiple 'downstream occlusion' alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. Evaluation performed simulated therapy and no errors occurred. Evaluation performed downstream occlusion testing and the device passed. The device functioned as intended, however the force sensor requires replacement as a precautionary measures. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a constant downstream occlusion alarm during an unspecified process step. There was no patient involvement. No additional information is available.